Manufacturer narrative:
This report is being supplemented to report the results of the manufacturer's evaluation of the complaint device including updated information in h6. During physical evaluation of the complaint device olympus has confirmed the customer's report that rubber coating of the device was missing from the distal end. A review of the device history record was performed, and it was confirmed the product satisfied delivery standard before shipment from the factory. Per the instructions for use provided with the device when shipped: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the customer's report: once in the ureter it seemed as though the scope over flexed on itself and became stuck. The physician negotiated a super stiff guide wire and was able to successfully finish the procedure and remove the scope from the patient. It is suspected that improper device handling likely led unintentional damage to the device during this manipulation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the urf-v2 was immovable inside the patient¿s ureter during a procedure. The device seemed to have over flexed on itself and became stuck once inside the patient. The physician negotiated a super stiff guide wire and was able to complete the procedure successfully and remove the scope from the patient. The procedure was completed with the same device. The user facility also reported that the covering of the scope was coming off. There was no patient injury reported. No additional information was provided.